Manufacturer narrative:
The investigation for the reported purge leak has been completed. The product was not returned. Data logs were reviewed. On the 4th day of support, the purge sidearm leak was reported. Purge flow is slightly trending upwards with purge pressure trending downwards. The root cause of the purge leak pump was most likely a leak from damaged sidearm but the exact location and cause of the damage was unknown because product was not returned. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use during cardiogenic shock in section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ added-d6a/d6b

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." "Clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that during impella 5.5 support, purge fluid was noted to be leaking out of the side arm retainer. There were no alarms. There was a slow increase of purge fluid of around 5 milliliters per hour in the last three days. There was no reported patient harm.